Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell four of treatment. Upon removing the tubing set, solution was found inside the cycler. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots and this product shipped to the customer over the past 3 months. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.